Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with corneal infiltrates with epithelial defects in two areas of the flap twelve days post lasik in the left eye. The patient complained of scratchiness, redness, watering and blurred vision. The patient was referred to a corneal specialist to rule out infectious versus inflammatory keratitis. Upon follow up, the site reported the patient has a secondary bacterial corneal infection. They do not have any additional follow up scheduled with the patient since they are being followed by the corneal specialist.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).